Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. They checked charge level of their device battery and found that the battery was at a very low state of charge. Physio-control has advised the customer that the very low state of charge on the battery is potentially related to a voluntary field corrective action (corrections and removals number 3015876-05/01/2014-001c) which may not be sufficient for patient use. There was no patient use associated.

Manufacturer narrative:
The customer indicated they have obtained a replacement battery.the battery was not returned to physio-control for evaluation. The battery was approximately 8 years old and had likely become depleted normally due to age and use. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery.